Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no non-conformances was found during the review. (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smart touch bidirectional (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase near the end of the procedure, the patient¿s blood pressure dropped slightly. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Pericardial drain was left in place. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was required as a result of the event. Patient¿s outcome was fully recovered. Physician¿s causality opinion is unknown. No error messages were observed on any bwi equipment during the procedure. Transseptal puncture was performed with an unknown transseptal needle. There was no evidence of steam pop during the ablation. The irrigation was set within standard settings for stsf. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 4mm/4seconds respiratory gated. No additional filter was used with the visitag. The color option used prospectively was force.